Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported dissection is a known adverse event as listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a left internal carotid artery. The 9 x 30 xact stent was unable to cross. A 9 x 40 xact stent was then advanced and deployed. Post-dilatation was performed with an unspecified balloon, at which time a dissection was observed. The patient was taken to surgery to repair the dissection. The patient was discharged on (B)(6) 2011 in good condition. No additional information was provided.